Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer entered an inaccurate value into the bolus menu and delivered too much insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.